Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2012 and a hernia mesh was used. It was reported that the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring, and erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.